Event description:
I had essure inserted and for 4 years I have been experiencing severe chronic pelvic pain. Severe migraines. Heart palpitations. Anxiety. Hair loss. Weight gain. Bloating. Painful periods. Back pain. It's affecting my work all I can do is lay in bed and cry. I've been told recently I have to have a hysterectomy in order to survive. Now being able to bare children is being taken from me because of this thing.